Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2e9pu, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient described that she had been having sciatic type pain and after consulting with her pain physician for her regular pain block administration for her fibromyalgia the physician noted that the lead looked like it was in a long way and she should consult with her colorectal surgeon as a potential cause of the sciatic type symptoms. The original lead was explanted and a new lead implanted with existing ins.